Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('device breakage') in a 32-year-old female patient who had essure (batch no. 916882 not valid,915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida (gravida-3), parity 2 and pelvic adhesions. Previously administered products included for birth control: depo-provera. Concurrent conditions included retroverted uterus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: I spots in my eyes") and vitreous floaters ("vision/eye problems type: I see floaters"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("low back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, dyspareunia, visual impairment and vitreous floaters outcome was unknown and the pelvic pain, weight increased, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: current weight: 166 lbs insertion details - post-coil release, there were three coils exposed within the uterine cavity with the right tube deployment and two with the left tube deployment. There were two coils present within the uterine cavity. Initially, there were four coils present and then as the device settled, there were two coils remaining. Removal details - laparoscopy with lysis of adhesions and removal of left essure with partial left salpingectomy: essure device on the left side had perforated the left fallopian tube and it broken into 2 pieces. Large piece was adhered to the bowel and omentum. The broken piece had adhered to a separate portion of the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical record: fallopian tube perforation, pelvic pain. Lot number (916882) is inv lot number: 915882 manufacture date: 2011-10 expiration date: 2014-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. R-916882,l-915882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida (gravida-3), parity 2 and pelvic adhesions. Previously administered products included for birth control: depo-provera. Concurrent conditions included retroverted uterus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain ("pelvic pain / pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: I spots in my eyes") and vitreous floaters ("vision/eye problems type: I see floaters"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("low back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, dyspareunia, visual impairment and vitreous floaters outcome was unknown and the pelvic pain, weight increased, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Insertion details - post-coil release, there were three coils exposed within the uterine cavity with the right tube deployment and two with the left tube deployment. There were two coils present within the uterine cavity. Initially, there were four coils present and then as the device settled, there were two coils remaining. Removal details - laparoscopy with lysis of adhesions and removal of left essure with partial left salpingectomy: essure device on the left side had perforated the left fallopian tube and it broken into 2 pieces. Large piece was adhered to the bowel and omentum. The broken piece had adhered to a separate portion of the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical record: fallopian tube perforation, pelvic pain. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Previously reported event "injury to herself " updated to "pelvic pain¿ , events: ¿device breakage, dysmenorrhea, dyspareunia, fallopian tube perforation, floaters and spots in my eyes, weight gain, abdomen pain, lower back pain¿, lot no., onset date, medical history, concomitant drug, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.